Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The micro sagittal saw was sent in the for evaluation because it was running on its won without activation. The event occurred during testing; no pt involvement. There was no adverse event was associated with the device.